Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was alarming no delivery. Customer's blood glucose was 118 mg/dl. Troubleshooting was performed. Customer was advised to disconnect from the device. Customer performed a five unit fixed prime and insulin did not exit. Customer was advised to disconnect and reconnect infusion set and reservoir. Customer was informed to use the plunger to manually push insulin through the tubing, insulin did not exit. Customer was advised to replace reservoir and infusion set. Customer was informed of possible occlusion. No further information reported.